Manufacturer narrative:
Date sent to the FDA: 02/06/2008. The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a gynecological procedure in 2007. During the procedure, the blade became dull quickly and would not cut the uterine tissue. The patient had a very large uterus. A second device was used to successfully complete the procedure with no adverse patient consequences.